Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the second of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 laser fibers were opened for use for a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, all three laser fibers were discovered to be broken inside their sealed packages. No damage was noted to the packaging. The procedure was completed with a fourth flexiva 200 laser fiber. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke within package. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 28.2cm from the top of the connector to the break. The second piece measured approximately 155.2 cm and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
This report pertains to the second of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(6), 2018 that three flexiva 200 laser fibers were opened for use for a ureteroscopy with laser procedure in the kidney performed on (B)(6), 2018. According to the complainant, during preparation, all three laser fibers were discovered to be broken inside their sealed packages. No damage was noted to the packaging. The procedure was completed with a fourth flexiva 200 laser fiber. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.